Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and self-test. All operating currents are within specification. Off no power alarm functions properly. No battery icon anomaly noted. Unit had broken battery cap, broken battery tube threads, minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and a missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that when she was changing the insulin pump's battery, the top of the battery casing came off. A crack was located outside of the battery compartment where the battery cap screws in. The customer had dropped the insulin pump. On (B)(6) 2015 the customer was hospitalized due to a diabetic ketoacidosis. The meter would not read her blood glucose level. The customer was not receiving insulin. She inserted a new infusion set the morning she was hospitalized and it stung a little. Later in the day she noticed she had not inserted it in because insulin was on top of her skin. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.